Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. It was noted that visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant, while inserting the right ventricular (rv) lead with much tortuosity under fluoroscopy a separation in the superior vena cava coil of the rv lead was noted. The rv lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.